Event description:
The customer reported a frozen screen. Troubleshooting was performed and the screen remained frozen. The customer reported a blood glucose reading of 64 mg/dl, which he treated. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. Unable to test for failed battery test alarms due to the blank display.